Event description:
It was reported that externalized conductors were observed via x-ray. No electrical anomalies were detected. The lead was capped and replaced. Patient was in good condition post-procedure.